Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump screen has flickering weakened and not able to identify the written. Customer's blood glucose at time of incident was unknown. The customer was advised to wait 30/60 minutes and enter a new battery.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The backlight is working properly. No backlight anomaly noted. The insulin pump was received with cracked reservoir tube lip, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked case at the reservoir tube window corners and cracked reservoir tube window.